Event description:
Boston scientific received information that during a routine pacemaker change-out the physician was attempting to remove this right ventricular (rv) from the header when resistance was met. The physician applied a lot of pressure and it appeared that the sealing ring and terminal pin were stuck. The physician could see exposed wire from the lead, and then the pin came out of the header. At that time, the terminal pin then retracted back on the lead, and the lead appeared normal. Technical services advised not use the lead. However, the lead had stable measurements on the pacing system analyzer (psa), so the physician elected to place medical adhesive on the lead and to continue to use it. Subsequent information has been received that approximately seven years after the above event, this right ventricular (rv) lead fractured near the terminal pin. The fracture was noted during a routine pacemaker generator change-out procedure and occurred when the lead was disconnected from the header of the device. The lead was surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.